Event description:
Recalled implants. Developed seromas around the breasts. Extreme pain for years, rashes, chronic fatigue, neuropathy, hashimotos, small fiber neuropathy, pots (postural orthostatic tachycardia syndrome), sjogrens disease, sarcoidosis, headaches. Since implant: pcos (polycystic ovary syndrome), interstitial cysitis. FDA safety report ID (B)(4).